Manufacturer narrative:
Concomitant medical products: 407645 lead, imolanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that device function did not appear to be influenced by this and no reprogramming changes were requested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with bradycardia. The right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that device function did not appear to be influenced by this and no reprogramming changes were requested. No further patient complications have been reported as a result of this event.